Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The exact cause of the reported event could not be conclusively determined. However, based on the following investigation results, the reported event may have been caused by a failure of the led unit and harness. The cause of the led unit and harness failure could not be identified. From the evaluation result of the device, the reported event was reproduced and the led unit and harness were replaced. No information was provided on the cause of the led unit and harness failure. There was no abnormality in the manufacturing history of the device. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed by the user that during the preparation for use, lamp error e105 occurred. Error e105 means that the video system center is damaged. The user stopped using the device on (B)(6), 2021 and restarted the device the next day, but error e105 reoccurred. An olympus field services engineer visited the user facility on november 5, 2021 to confirm that the reported event was reproduced. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at olympus (B)(4). (B)(4) checked the device and duplicated the reported phenomenon. As a result of the evaluation, it was confirmed that an older version of the lamp cable was attached to the device. The led unit and harness will be replaced. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.